Manufacturer narrative:
The reported event is confirmed - cause unknown. Visual inspection noted 1 opened statlock was received. Visual evaluation noted the clamp button was broken or torn off. This caused the clamp to be unable to close or clasp around a catheter. Although an exact root cause could not be determined, a potential root cause is excessive force placed on clamp.the lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when trying to fit the statlock foley catheter into the retainer and fix it, the catheter was not able to be fixed because the material to fix the retainer was defective.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when trying to fit the statlock foley catheter into the retainer and fix it, the catheter was not able to be fixed because the material to fix the retainer was defective.